Event description:
It was reported that during a da vinci assisted radical prostatectomy without lymphadenectomy surgical procedure, the integrated electrosurgical unit (iesu) or erbe repeatedly displayed error c-34 (hf voltage too low in on state). The intuitive surgical, inc. (Isi) technical support engineer (tse) explained the nature of the error and advised the user to reboot the erbe, but rebooting did not resolve the issue. The procedure was completed as planned with no report of patient injury. However, it is unknown whether the procedure was performed using the original configuration. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: restarting the generator did not resolve the error, so the customer decided to use a different generator to continue the surgical procedure. The procedure was completed using the same da vinci system, but with another generator.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to replicate error c-34 and replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Manufacturer narrative:
Updated annex c - inv findings desc 1 to c070601 - deformation/distortion problem. Updated annex c - inv findings desc 2 to c22 - appropriate investigation findings term/code not available. Updated annex d - conclusion desc 1 to d11 - cause traced to user.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported issue was confirmed through system logs showing error c-34. Visual inspection identified a condition consistent with the reported event. Additional observations revealed small paint chips on the left rear corner and the top left area of the cover/housing. When tested on the system, the erbe unit displayed error c-34 at startup, and the erbe log showed error c-00. The erbe unit will be sent to the original equipment manufacturer (OEM) for further investigation. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.